Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that no sensing was observed on the device. Programming changes were discussed. The patient will be brought back to the clinic for programming changes. The patient¿s condition was stable.